Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0475 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby0475) have been reported from the same taiwan facility.

Event description:
It was reported that the device leaked. No additional information was provided other than that it was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Light usage residues were observed. The catheter terminated approximately 4cm distal of the connector. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from a small split approximately 5cm from the distal tip of the sample. Microscopic inspection of the leak site revealed a small diagonally aligned split. The split exhibited a tapered shape and a striated fracture surface. The tapered fracture shape and striated texture were consistent with damage caused by contact with a traumatic instrument. The damage location suggested that contact may have occurred during site maintenance. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of reby0475 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby0475) have been reported from the same taiwan facility.

Event description:
It was reported that the device leaked. No additional information was provided other than that it was not used on a patient.